Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event a system controller exchange due to damaged power cables of the system controller was unable to be confirmed. Heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis and no images were submitted for review. Multiple good faith efforts were sent asking if the controller will be returned and if any images of the damage are available to be submitted. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms, and also contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller had damaged power cables. The system controller was exchanged.

Manufacturer narrative:
Section a: patient weight and gender missing. Information was requested.no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.